Event description:
During the incoming service inspection a blurry dot in the center of the image was detected. There was no report of patient harm.

Manufacturer narrative:
Model ec38-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging.